Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty was encountered. It was also reported that the rv lead was fixed three times but dislodged. The rv lead was removed and tissue stuck on tip was noted. A different lead was used. No patient complications have been reported as a result of this event.